Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom, on (B)(6) 2024, it was reported that the one infusion set tubing broke and fell off, and the location of the issue is the tummy. No further information available.